Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. A failure mode investigation (fmi) for this issue was completed and documented in (B)(4). This failure mode is being further investigated in a corrective and preventive action (CAPA). The increase in occurrence of grip cable failures is also associated with a field action (isifa2024-09-c). The mcs instrument is associated with component changes to improve cable performance. Additionally, the mcs instrument uses a tip cover accessory, which mitigates the potential for a fragment falling into the patient. In a potential fragment-causing failure, such as cable failure, for the mcs instrument, the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse reports that during the surgical procedure, the clamp stopped responding to the manipulator's movements and observed that the pulley was loose. The procedure was completed with no reported injury.